Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appendectomy procedure, the middle of staple line was not closed. They use a clip applier to close the opening. There was no pt impact.